Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD). It appeared that the shocks may have been for ventricular tachycardia (vt), but it was not able to be conclusively determined if it was for vt or supra ventricular tachycardia (svt). There was also possible dual tachycardia noted. The patient had a large amount of chest pain and was found with vt and treated with medicine. It was further reported that approximately one week later the patient had hypotension and complained of chest pain post ablation procedure. The patient's right ventricular (rv) lead had a lead integrity alert (lia) post ablation procedure. There were short v-v intervals, non-sustained tachycardia with possible noise and oversensing noted on the rv lead. Chronic high thresholds were also noted. It was further reported that two days later the patient went to the emergency room not feeling well and heard an audible alert. Upon device interrogation, lia was noted and the patient had received a shock for double counting. There was also a sensing issue on the patient's right atrial (ra) lead. The ICD, rv lead and ra lead all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.